Manufacturer narrative:
During in-house testing, a non-reactive result was generated for the returned patient sample with lot 95080li01. Lot 02284be00 contains the same material as lot 02284be01 and only the labeling of the outer package is different. The complaint lot 02284be01 was not available for testing. Although there is no reference test method for the syphilis assay, the sample was also tested with mikrogen recomline treponema igm/igg methods to provide additional information to the customer. Mikrogen recomline treponema igm and mikrogen recomline treponema igg methods were negative for the sample. A retained reagent kit of lot number 02284be00 was tested for sensitivity. Results of this testing did not implicate that the performance of the lot is negatively impacted. No false non-reactive results were obtained. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed, and no issues were identified. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect syphilis results of (B)(6) were generated for two different patient samples that tested (B)(6) using tppa method. Patient 1: male, (B)(6) years old. Patient 2: male, (B)(6) years old. No additional testing or patient information was available. The samples were retested and both methods were consistent with the initial results. It is unknown which method is correct. The customer suspects the architect results to be (B)(6). No adverse impact to patient management was reported.